Event description:
A customer reported abnormal noise while the c-arm was being lowered. Evaluation identified loose vertical travel assembly (vta) bolts, and subsequent field investigation determined the vta assembly required replacement. Upon replacement of the vta assembly the system passed all functional testing and met manufacturer specifications. No patient injury or adverse event was reported. No further information is available at this time.